Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in clinic, experienced syncope and that the right ventricular (rv) lead exhibited varying thresholds and loss of capture. Reprogramming was done and the lead and device remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing syncope/near syncope and that their heart rate was in the thirties. Loss of ventricular capture is also suspected on the right ventricular (rv) lead. Both the rv lead and the implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.